Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device was in backup vvi mode. Technical support was contacted and was unable to determine why the device entered backup mode. The device was explanted and replaced to resolve the event and the patient was in stable condition following the procedure.

Manufacturer narrative:
Upon receipt, the device was in backup mode with no defibrillation therapy available (bdfo). The reason for reset was found to be due to an error identified in the communication between integrated circuits. The device was tested on the bench, which includes impedance, sensing, pacing, shock, and no anomalies were revealed. The device was also subjected to environmental stress testing and the reset could not be replicated. The root cause remains undetermined.